Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an unspecified infusion did not infuse the correct amount and the device was sent to biomed for evaluation. In the hospital biomed department, no failures were noted with testing, the device was pm¿d, and returned to patient care areas. There was no report of patient harm. Although requested, no other event details were provided.